Manufacturer narrative:
A ge oec service rep investigated the issue and removed to replace the ccd camera, fluoro functions pcb, image processor, display adapter, and generator interface pcbs, also the interconnect cable, and performed a sys re-calibration. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy sys was reported to have sys lock-up issues.